Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a knot and kink were observed at the tip of the catheter, and the catheter tip was unable to be withdrawn into the sheath. The catheter was subsequently withdrawn from the left atrium and the patient without injury. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012690628. Visual inspection was carried out. The catheter appeared intact without any visible issues. On the spiral array segment, inverted array was observed. On the spiral array segment, a knotted array was observed. Catheter identification and ablation. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanisms. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. In conclusion, reported deformed/damaged/twisted issue was not observed. The catheter failed the return product inspection due to the proximal end of nitinol array wire observed to be dislodged from the dual lumen and the spiral array was observed to be inverted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.